Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. In response, technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the faulty pump into storage mode and agreed to return it using a pre-paid label within ten days.